Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney has not provided medical records. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2003 - patient underwent a ventral hernia repair with implant of a bard/davol small circle composix kugel hernia patch. On (B)(6) 2014 - patient began suffering from severe abdominal pain and abdominal cramping as well as a bulge in his belly that he needed to push back in. On (B)(6) 2014 - it is alleged that after evaluation, the patient's doctor determined that the likely cause of the pain was due to a failure in the small circle kugel patch. An MRI confirmed the patient's doctor's evaluation. On (B)(6) 2014 - patient underwent an additional surgical repair procedure. During the explant of the small circle kugel patch, the surgeon found that the small circle kugel patch allegedly was curled upon itself and had created jagged edges. The small circle kugel patch was removed and replaced with a larger non-davol physiomesh due to the alleged damage that the small circle kugel patch had done. The attorney's legal claim alleges the patient experienced pain, injury, material deformation, explant.